Event description:
Additional information received from the consumer reported that the patient had no idea how many lead wires were coming to the surface. The circumstances that led to the patient's device not working correctly were frequency, incontinence, and the lead wires coming to the surface. The step taken to resolve the patient's issues was changing programs.

Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. It wasn¿t working correctly since (B)(6) 2015 and was causing a burning sensation. The wires were coming to the surface. The wires ¿pouch out¿ then came back in, and then pouched out and then came back in. The wire issue had been going on for a long time. The patient did not feel stimulation. The patient was in the hospital for a month and then rehab for a month and this could be related to the issue. The patient just had back injections and was not in shape to check it their device. The patient had urge frequency and incontinence. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.